Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump was received with a battery cap with a broken 1 heat stake post. The battery cap locks securely into place and the pump powered up properly. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a scratched case, a serial number label fading and a broken belt clip rails. During visual inspection, corrosion was found on the battery tube assembly noted. The pump was cut open and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Customer alleged for battery cap broken/cracked/damaged was not confirmed. During visual inspection, corrosion was found on the battery tube assembly noted. Corrosion was also found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump had a crack along the battery compartment and along the battery cap. The customer reported no adverse event. The event involved products mmt-1884l. Troubleshooting was performed and the retainer ring was not damaged. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.